Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs1619 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "stylet wire broke off during PICC insertion." Additional information received 08/03/2021: left insertion which met slight resistance (repositioned patient) easy insert to distal svc. PICC measurement off, PICC pulled to retrim, noticed copper tip protruding from end of PICC at which time noticed that tip was broken off. Wire was not taped to hold position and was noted to have moved from original position. Did the wire get stuck in the patient: no. Placement info: left basilic 4 fr. 2 lumen. Was there patient harm reported?: no harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned stylet was observed to be broken into two pieces approximately 5 cm proximal to its distal tip. The epoxy tip of the stylet was observed present and intact on the distal segment. The core wire of the stylet was observed to be protruding from the proximal break site. Multiple bends and kinks were observed in the stylet. A microscopic observation revealed the break sites in the polyimide tubing were uneven with a rough surface texture and plastic deformation. The break site of the core wire of the stylet was observed to be tapered and angled slightly. Multiple kinks were observed in the polyimide tubing between magnet interfaces leading up to the break sites. The observed fracture features were indicative of severe and/or repetitive stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown.

Event description:
It was reported "stylet wire broke off during PICC insertion." Additional information received on 08/03/2021: left insertion which met slight resistance (repositioned patient) easy insert to distal svc. PICC measurement off, PICC pulled to retrim - noticed copper tip protruding from end of PICC at which time noticed that tip was broken off. Wire was not taped to hold position and was noted to have moved from original position. Did the wire get stuck in the patient: no. Placement info: left basilic 4 fr. 2 lumen. Was there patient harm reported?: no harm.